Manufacturer narrative:
The reported issue was addressed surgery. The device was not returned for physical investigation. There was no reported device issue. Conclusion: the reported event was not related to device malfunction. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure. In addition the instructions for use (IFU 2611 rev n) state "do not use if arteriotomy is noted to be a "side stick." Bleeding risk may increase." Per the initial report, this was a "side wall" stick.

Event description:
Vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock and the collagen was deployed. The device was removed. Hours later, the staff determined that the patient was suffering from a retroperitoneal bleed and was sent to the operating room for repair. The patient also received 2 units of blood. It was also determined that the patient had suffered a side wall stick which caused the retroperitoneal bleed.